Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation(s). Investigation into the root cause for this capacitor issue has determined that it occurs randomly during the component manufacturing process, due to fundamental process limitations associated with the manufacturing of custom integrated circuits. Rates vary by integrated circuit supplier and integrated circuit design technology, as well as the specific manufacturing technology used. Medical device manufacturers are subject to the inherent limitations of current integrated circuit technologies. The occurrence rate for this integrated circuit issue remains low. Boston scientific will continue to monitor field performance relative to this issue, however, and in conjunction with our integrated circuit suppliers, will continue to strive to reduce the impact of this product performance issue with each new integrated circuit that is designed and manufactured. A design change has been implemented in newer generation pacemakers that reduces voltage stress on individual capacitors by using redundant components in this particular location within the integrated circuit, thus mitigating this potential component issue. This design change ensures that a performance issue with one capacitor will not lead to device failure.

Event description:
It was reported that during a routine follow-up visit, this device was unable to be interrogated. During the previous device check, the battery estimated 2.5 years remaining. The device was unable to be interrogated when a magnet was applied to the device, and no beeping tones were emitted. The patient had not undergone any radiation therapy or MRI treatment. Technical service (ts) was contacted, and a ts consultant recommended that the device needed to be replaced as soon as possible, as it appeared that the battery had depleted. The patient was admitted to the hospital, and the device was explanted and replaced without complications, and lead parameters were stable. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that during a routine follow-up visit, this device was unable to be interrogated. During the previous device check, the battery estimated 2.5 years remaining. The device was unable to be interrogated when a magnet was applied to the device, and no beeping tones were emitted. The patient had not undergone any radiation therapy or MRI treatment. Technical service (ts) was contacted, and a ts consultant recommended that the device needed to be replaced as soon as possible, as it appeared that the battery had depleted. The patient was admitted to the hospital, and the device was explanted and replaced without complications, and lead parameters were stable. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation(s). Investigation into the root cause for this capacitor issue has determined that it occurs randomly during the component manufacturing process, due to fundamental process limitations associated with the manufacturing of custom integrated circuits. Rates vary by integrated circuit supplier and integrated circuit design technology, as well as the specific manufacturing technology used. Medical device manufacturers are subject to the inherent limitations of current integrated circuit technologies. The occurrence rate for this integrated circuit issue remains low. Boston scientific will continue to monitor field performance relative to this issue, however, and in conjunction with our integrated circuit suppliers, will continue to strive to reduce the impact of this product performance issue with each new integrated circuit that is designed and manufactured. A design change has been implemented in newer generation pacemakers that reduces voltage stress on individual capacitors by using redundant components in this particular location within the integrated circuit, thus mitigating this potential component issue. This design change ensures that a performance issue with one capacitor will not lead to device failure.

Event description:
It was reported that during a routine follow-up visit, this implantable device was unable to be interrogated. During the previous device check, the battery estimated 2.5 years remaining. The device was unable to be interrogated when a magnet was applied to the device, and no beeping tones were emitted. The patient had not undergone any radiation therapy or MRI treatment. Technical service (ts) was contacted, and a ts consultant recommended that the device needed to be replaced as soon as possible, as it appeared that the battery had depleted. The patient was admitted to the hospital, and the device was explanted and replaced without complications, and lead parameters were stable. No additional adverse patient effects were reported. This device was received for analysis.